Event description:
A (B)(6) male presented for a nanoknife ablation of a lesion located in the left retroperitoneum (anterior to latissimus dorsi muscle, lateral to spine). The proposed was completed without issue or complications. When the treating physician reviewed the post procedure CT images, he noted that the patient's colon appeared to have constricted during treatment. Follow up information provided noted that the patient is recovering fine and did not suffer any lasting or permanent harm.

Manufacturer narrative:
There was no indication of a device malfunction or a product problem. The procedure was successfully completed without complications. This report is not being submitted for a product problem but rather to report the patient's colon appeared to have constricted during treatment. A review of the lot history records was performed for the packaging and component lots obtained through a ship history report for any deviations. The review confirms that the lots met all material, assembly and performance specifications. The nanoknife system includes single use electrode probes and generator. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regards to this event. The user manual, which is supplied to the user with this unit, lists damage to critical anatomical structure (nerve, vessel, and/or duct is a potential adverse effect. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).